Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of skin irritation was confirmed. A us distributor reported that a patient had developed an irritation on the back right and left side and that the wires were also contributing to the irritation. The irritation was described as raw skin. The patient's nurse placed a patch on the irritations while he was in the hospital. During a follow up, the patient reported that the irritation has improved.